Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the tabs on the delivery catheter system (dcs) would not release the frame loops of the valve. Subsequently, a snare/lasso was used to remove the valve from the dcs and the valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device was not returned for analysis. Cine images were requested but unavailable. The instructions for use (IFU) states: "after complete deployment has been achieved, use orthogonal views under fluoroscopy to confirm that the frame loops have detached from the catheter tabs. If a frame loop is still attached to a catheter tab, do not pull on the catheter. Under fluoroscopy, advance the catheter slightly and, if necessary, gently rotate the handle clockwise (<(><<)>180°) and then counterclockwise (<(> <<)>180°) to disengage the loop from the catheter tab." It cannot be determined whether the user followed all these techniques specifically. Potential factors influencing frame loop entanglement and difficulty to disengage include orientation of the delivery catheter system (dcs) tab/frame loop against the patient¿s anatomy, and the angle of deployment in which the dcs tab is rotated in the frame loop. Without product return or an angiogram cine of the case, a conclusive cause for the report of frame loop entanglement cannot be determined.

Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.